Event description:
It was reported that during treatment of a sub-giant aneurysm in the paraopthamlic segment of ica, a balloon catheter inflated at full volume and would not deflate. Attempts to deflate with different syringes were unsuccessful. The balloon was then removed from the mca and into the ica and pulled back into the intermediate catheter, at which time it burst. There was no patient injury or intervention.

Manufacturer narrative:
Physical device evaluation: items received for investigation: scepter c. The hub was returned intact. The balloon was returned uninflated. The balloon was attempted to be inflated with dyed saline during functional testing, and the balloon was found to have a rupture at the middle section resulting in the balloon to leak. Balloon deflation could not be investigated as the balloon was unable to inflate due to the leak; however, no damage or kinks were observed along the length of the catheter that would have caused or contributed to the reported deflation difficulty. Imaging review one 59-second video file was supplied by the customer. The video is an ap subtracted roadmap centered over the left skull base and left high neck. An inflated scepter balloon is initially seen in the m1 segment of the left mca; the microguidewire tip is in an m2 branch. A dac is positioned in the mid supraclinoid left ica. Over the course of the video, the balloon (and subsequently the dac) was gradually dragged back (with the balloon still inflated) back to the high cervical ica. Then, the proximal part of the balloon is retracted into the dac; with the final withdrawal maneuver, the balloon ruptures, and the whole balloon catheter and wire are brought back into the dac. This video confirms that the inflated balloon ruptured upon recapture as described in the reported event; however, the video does not explain why the balloon did not deflate. The investigation of the returned scepter c found a rupture in the middle section of the balloon, resulting in the device to leak during inflation testing. As the balloon could not be inflated due to the rupture leak, this investigation could not test for or assess the balloon deflation; however, no damage or kinks were observed along the length of the catheter that would have caused or contributed to the reported deflation difficulty.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for analysis, but it has not yet been returned. If it is received at a later date, an investigation will be performed on the device and the results will be sent in a supplemental report. A short video taken during the procedure was provided for investigation and analysis of it is currently ongoing.

Event description:
It was reported that during treatment of a sub-giant aneurysm in the paraopthamlic segment of ica, a balloon catheter inflated at full volume and would not deflate. Attempts to deflate with different syringes were unsuccessful. The balloon was then removed from the mca and into the ica and pulled back into the intermediate catheter, at which time it burst. There was no patient injury or intervention.